Event description:
During treatment with cosmoplast, unusual immediate blanching was noted at the treatment site on the forehead. Two days later the pt reported pain at the treatment site. The pt was prescribed lidamantle lotion, oral anaprox and aspirin. Further follow up with the physician noted that blisters were observed at the treatment site on the pt's forehead. The physician initially thought that possibly the pt had shingles, but now feels this is more likely a vascular event. Further intervention has included oral prednisone and antibiotics.